Event description:
Additional information was received that the patient still has not been scheduled for surgery and continues to be monitored. On (B)(6) 2012 the patient's device was interrogated on and results were: 2.25ma / 30 sf / 500 pw / 21 seconds on time /0.8 minutes off time, and magnet settings were: 2.5 ma / 60 seconds on time / 500 pw. High impedance was observed on the system diagnostics test. The patient's current was also increased to 2.5ma and magnet current was increased to 2.75ma. Patient tolerated change well and will be returning on (B)(6) 2013 for follow up.

Event description:
It was reported on (B)(6) 2011 that high impedance was observed on a system diagnostics test. The physician indicated that the high impedance was first observed on (B)(6) 2011. At that time the physician did not make any changes to the patient's settings as he felt that the patient was doing fine and the patient's seizures had not increased. No trauma was reported. However, it was noted that the patient's neck was flexed at a 45 degree angle, and it is unknown if this could have led to a lead issue. The patient's generator has not been disabled, despite the recommendation from the manufacturer. X-rays have been ordered, however it is unclear if they will be sent to the manufacturer for review. Revision is likely however surgery has not occurred to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013 it was reported that the patient had x-rays taken on (B)(6) 2013. It was unknown if they would be sent to the manufacturer for review. The patient was referred for surgery. Although surgery is likely, it has not occurred to date.

Event description:
On (B)(6) 2013, it was reported that this vns patient underwent full revision pre-operative diagnostics confirmed that the device was still programmed on, and high impedance was confirmed. Upon replacing the generator, diagnostics were performed again still resulting in high impedance. The existing lead was replaced, and diagnostics within normal limits were obtained. The new generator was programmed on. Attempts for product return have been unsuccessful.

Event description:
Attempts for additional information have been unsuccessful to date.